Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky and non-responsive and when priming, the insulin squirted out rather than coming out in a slow drip. Customer also reported that during the prime/rewind process the insulin pump made unusual or grinding noises that sounded different and the prime/rewind process seemed to take longer than before, and had false or unexplainable no-delivery alarms. Troubleshooting was performed and the customer's mother stated the customer is not having any pump issues now. No harm requiring medical intervention was reported.  It is unknown whether the customer had continued using the device and the insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11e, retainer ring = black, insulin pump case = ngp. Customer returned insulin pump for alleged insulin blocked alarm during unknown timing found on (B)(6) 2022. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. All buttons functioned properly during testing. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms or stuck key alarms noted during testing. Insulin pump successfully downloaded to thus. No insulin flow blocked alarms or stuck key alarms were found in the history files or traces on or near the event date. Insulin pump was cut open and found evidence of moisture damage on electrical board 1. The j1 connector on electrical board 1 was locked properly during visual inspection. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked retainer, overlay scratched. In summary, insulin blocked alarm during unknown timing was not confirmed during testing. Insulin pump passed full dry test. No unexpected insulin flow blocked alarms or stuck key alarms noted in insulin pump history download. Exposed to moisture confirmed on electrical board 1. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.